Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): the UDI is unknown because the part number was not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the unspecified vessel the xience prime stent delivery system was advanced without resistance but did not cross the lesion; a shaft separation was noted. There was no reported adverse patient effect. No additional information was provided.